Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) has been issued requesting to have the intuitive surgical, inc. (Isi) device returned; however, isi has not received the RMA to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, the fenestrated bipolar forceps was observed to have the wire snapped. The procedure was completed with a backup instrument of the same kind with no reported injury and less than a 15-minute delay.